Event description:
Pt was working at their desk when, for no apparent reason, this aicd fired. Rescue was called and the pt was transported to the e.d., during which time their aicd fired 4 add'l times, none of which were warranted as v-tach or v-fib. An attempt was made to disarm the aicd. During inter-hospital transfer the aicd continued to fire inappropriately. Pt received a total of 18 inappropriate shocks.